Event description:
Ous MDR - during a regular follow-up a drop in the rv amplitude was noted. An x-ray was done and the patient was hospitalized for a lead repositioning. This lead had dislodged. It is believed the dislodgement occurred shortly after implant because the discharge x-ray showed little slack for this lead.

Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.